Event description:
It was reported that the pump was humming and not pumping.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A sample was received to perform an investigation. A visual inspection of the returned warmer found the device in good condition with no physical damage. Functional testing was performed by filling the reservoir tank with water, installing the temperature check, and installing gas vent filter onto air detector, which attached to filter holder interlock switch. The reported problem was confirmed. A crack in the return tube had leaked water, and damaged multiple internal components. The return tube issue was addressed through a corrective and preventive action (CAPA). The cause of the reported problem was design related. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. E4 is unknown.

Event description:
No patient involvement or injury was reported.